Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that interrogation of the device noted that no shock therapy had been delivered and the cause of syncope was unable to be determined.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and a health care professional (hcp) inquired if shock therapy was delivered. The patient completed a remote interrogation and boston scientific technical services (ts) referred the patient to the physician. No additional adverse patient effects were reported. This product remains implanted and in service.